Manufacturer narrative:
A ge representative contacted the customer by phone, and the customer reseated a cable. System operates as intended.

Event description:
The customer reported poor image quality - the resolution is very poor. No patient injury was reported.